Event description:
It was initially reported that the patient was not getting the therapeutic benefit of the device the way she used to when first implanted. The patient¿s relief had gotten worse. Last fall she was reprogrammed and she was doing better, but for the last couple of weeks, it was like she did not have the implant. The patient could not hold urine to make it to the bathroom either. Stimulation would be increased and the patient would feel it for an hour or less. The patient had tried three programs. It was suggested to try the fourth program, but the patient was unsure of which programs she had tried. There was no known accident or incident related to this event. It was reported that the patient was having her device replaced. It was noted that the patient had a lot of trouble and the device battery was almost dead. The device worked well for the patient for two years, and then the patient fell getting out of a jeep in 2009 and hit the device. Since then, the patient noticed it had not been helping her. The patient had seen her doctor, had the device reprogrammed several times by the manufacturer representative, the doctor checked it and stated it was okay. No x-rays were done to determine if it had shifted. The patient was unsure if it was her bladder that was progressively getting worse, or if it was contributed from other health issues; the patient had a thyroid disease called hashimoto. When the patient was on the trial, she noticed a difference right away. It was also noted that the patient felt the lead in her tailbone area and noticed that it was coming out over time, which the patient had reported to her physician. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3889-28, lot# v056305, implanted: (B)(6) 2007. Product type: lead: product ID 3889-28, lot# v056305, implanted: (B)(6) 2007. Product type: lead. (B)(4).